Event description:
Customer reported that post doxorubicin, the smartsite was flushed with 3ml ns. Upon attaching the flush syringe, orange medication backflowed into the ns syringe through the smartsite cap - after flushing with 3ml ns, the threads of the smartsite cap connected to the PICC line were visibly full of orange medication and some fluid leaked out on the patient's arm " no patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.